Manufacturer narrative:
Device history record (DHR) was reviewed and no anomalies that could be associated with the complaint were observed. The handle cev669b was returned for evaluation: failure analysis: the evaluation was unable to conclusively verify the complaint as valid. Therefore an investigation for cause was unable to be performed. The device passes the electrical test. No defect was detected. Root cause: the investigation did not highlight any defect, this complaint is unconfirmed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the bipolar handle cev669b was in short circuit. No patient contact/injury reported and the event did not led to surgical delay.